Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001 in a pt. The pt had a history of a stroke in 1999, aortic stenosis, carotid occlusive disease, chronic renal insufficiency, left iliac stenosis and left renal stenosis. The pt presented with flank pain and a CT scan and an aortogram was recommended to allow determination and sizing for endograft repair. The abdominal aortic aneurysm measured 97mm in diameter by CT scan. It was reported that the pt was not felt to be a candidate for endograft repair due to considerable angulation of pt's infrarenal aortic neck. The risks for open surgery were felt to be significantly increased as a result of pt's co-morbidities; therefore, in 2001, the pt underwent endograft repair of pt's abdominal aortic aneurysm. Following placement of the bifurcated stent graft and the 16mm diameter x 11.5cm length contralateral iliac limb, a 16mm diameter x 5.5cm length extension cuff was placed to extend the limb in the common iliac artery. Following satisfactory positioning and placement, a 16mm balloon angioplasty catheter was placed at the level of the junctions of the bifurcated device and at the left iliac limb. The balloon was inflated to ensure adequate seal of the junction and to relieve a common iliac stenosis with crimping of the graft at the common iliac position. The right limb was also ballooned. The operative report describes that a completion aortogram revealed prompt flow through the aneurx graft, without evidence of a proximal or distal type I endoleak. Slow opacification of the aneurysm sac was noted and, following repeat aortogram in multiple views, was ultimately felt to be a result of transgraft opacification rather than any specific defect at the proximal or distal attachment sites or at the mid graft junction. The procedure was completed and the pt was taken to the recovery room in good condition. Two months later the pt was seen for a follow-up with the physician. The consultation report stated the pt has a type I endoleak subsequent to the procedure and had a continued type I endoleak into a 9cm aneurysm sac. A CT scan of the abdomen and pelvis with contrast 1 month ago demonstrated the presence of an infrarenal abdominal aortic aneurysm, which measured 78 x 96mm in size. A prominent aortic endoleak with contrast material being identified at the posterior aspect of the main body of the graft extending to involve the posterior aspect of the proximal pant leg region was noted. The channel with contrast material communicated with the inferior mesenteric artery. Additionally, a second area of linear enhancement was demonstrated within the native aneurysm at its periphery, which was quite linear in configuration and was probably a type ii (collateral) leak was related to a lumbar artery. There was no evidence of an intraluminal-filling defect to suggest thrombosis, and there was no finding of abnormal compression or distortion of the graft. The final impression of the CT scans concluded that a large aortic endoleak, the origin of which was difficult to determine and may be at the communication between the main body of the graft and one of the pant legs, although, the possibility of a type I leak could not be entirely excluded. The report also concluded that a second endoleak involving the aneurysm was felt to be most consistent with a type ii (collateral) leak. The iliac portion of the graft demonstrated no findings that would indicate a type I endoleak. The pt was advised to change to a standard open repair to prevent rupture. 15 weeks after initial surgery the pt was taken to operating room for explant of the aneurx of the stent endograft. A midline laparotomy incision was made and the abdomen explored. The intra-abdominal cavity revealed a large infrarenal aortic aneurysm. The infrarenal aorta was cross-clamped and the aneurysm opened longitudinally. A large amount of intraluminal clot was evacuated and the aneurx stent graft was noted to have essentially no adherent attachment proximally. Good adherence distally was present. With gentle superior traction, the graft was delivered from the iliac positions without significant disruption of the iliac intima. A mild amount of fibrinous material was present which was evacuated and debrided as well. Bilateral iliac clamps were applied to the iliac arteries to reduce back bleeding. Two lumbar vessels were identified and over sewn with suture. The bifurcated stent graft was selected and the proximal end tailored. The graft was sutured end-to-end to the infrarenal aorta with suture material. The ends of the bifurcated graft were then sutured to the common iliac arteries end-to-end also with suture material. As each was completed, flow was re-established to the respective lower extremity. Femoral pulses were noted to be full and 4+ following complete clamp removal. The aneurysm wall was closed over the darcon graft with suture material and the pt's abdomen was closed. The pt was taken to the intensive care unit in stable condition. No add'l clinical sequelae were reported relative to the event. The explanted device will be returned to medtronic ave for eval and investigation.